Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2024-01846 it was reported that on (B)(6) 2024 the patient called the hospital after noticing a very high flow of 20 lpm with a slight increase in power from 4 watts to more than 6 watts. The patient noted there was a very short beep from the system controller, but they did not see any alarms when they checked the system controller display. The patient stated to have felt fine at the time. The patient presented to the outpatient clinic and had their log files downloaded. An echocardiogram was also performed and no abnormalities were found. The log files confirmed the high flow value and increased power consumption. Additionally, the log files showed an event that occurred on (B)(6) 2024 around 1:30 pm where the pump internal parameters increased suddenly. The "lvad (left ventricular assist device) monitor iimc, lvad monitor pimc" took a big step upwards and "lvad monitor pi" had a very high peak around 120 coming from around 20. The flow calculation showed high values from 16-20 lpm. According to the log files, its possible the beep the patient heard as a driveline disconnect alarm that did not last longer than 1 second. These events were a rare case, so the log files were sent to other departments (us engineer department and r&d department in zurich) for further evaluation. It appeared there was reason to suspect there was an issue with one of the drive phases of the pump or also damage to it. This type of damage leaves a high risk for the rotor to not restart in the case of a pump stop. It was suggested that the patient's pump be exchanged. The patient was admitted for close observation and the decision for a pump exchange was not yet decided on by the patient's family.

Manufacturer narrative:
B5, d9, h3: additional information. Section d4: catalog number corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusions: the reported event of abnormal driveline disconnect alarms was able to be confirmed by review of the submitted photos and log files. The submitted photos showed driveline disconnect alarms at 08:57, 09:33, 10:12, 10:51, 11:29, and 12:16 on (B)(6) 2024; these alarms and the events which preceded them were not captured in the submitted and downloaded event log files from the heartmate 3 system controller (serial number: (B)(6). However, the log files did reveal two additional atypical driveline disconnect alarms at 12:16:14 on (B)(6) 2024 and 12:39:03 on (B)(6) 2024. These alarms appeared to activate due to the current to the lvad momentarily being measured below the designed alarm threshold. Despite these alarms being active, no interruptions in pump speed were observed. The controller otherwise appeared to perform as intended throughout the log files and the pump operated at a speed within the expected range until the driveline was disconnected from the controller on (B)(6) 2024, the date of the pump exchange. The returned heartmate 3 system controller (serial number: (B)(6) was functionally tested alongside known working test equipment as well as the returned left ventricular assist device and modular cable; atypical events were not able to be reproduced. The controller was in unremarkable physical condition and passed all testing procedures. The root cause of the driveline disconnect alarms was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ warns the user that if the driveline disconnects from the system controller, the pump stops. The user is instructed to promptly reconnect it in order to resume pump operation. The heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump exchange took place without any further issues except some diffuse normal and expected bleeding issues. The patient was clinically stable during the whole procedure.